Event description:
Unomedical reference number (B)(4).(sister). Event occurred in united states. It was reported that on (B)(6) 2024 the patient experienced an issue with bent cannula and went to emergency room and was hospitalized on (B)(6) 2024. The patient was admitted to hospital and facing an issue with dka and blood glucose level was 800 mg/dl. The patient also got diagnosed with high ketone level in body and its showing life threatening and dangerous and the patient resolve the blood glucose issue when giving IV bolus in hospital for 3-4 times in regular intervals. The patient discharged from hospital on (B)(6) 2024. No further information available.